Event description:
Collection facility reported a split platelet unit with a positive bacterial culture was transfused to a hospitalized pt in 2003. The platelet unit cultured positive for staphylococcus epidermidis. During the transfusion the pt became cyanotic, experienced dyspnea, hypotension (60/40), tachycardia, and then coded. The pt was treated with vancomycin but expired 4 days later.